Manufacturer narrative:
Tech investigated the injury allegation and found the following. The pt was being transferred from a chair to her bed in a liko hygiene sling. One of the two caregivers present heard a clicking sound, the strap slipped, the pt tilted backwards, slipped out of the sling and hit her head on the ground. Her legs remained on the sling. Facility staff reported that the pt should not have been in the hygiene sling as she had no upper body control. Pt was assessed by ot and was not recommended for transfer in this type of sling. Tech performed a load test on the lift with 400 lbs at max height and at mid height. There were no clicking or cracking sounds. The strap did not slip at any time during the load test. The lift was found to be in good working order. Lift is not back in service at the facility.

Event description:
Info received alleged that a pt got injured while being transferred in a golvo lift. The healthcare aid said she heard a crack, the strap slipped a few inches and the pt fell through the sling and hit her head on the floor. Lift is currently out of service.